Event description:
The pt was having an examination when this x-ray sys could no longer emit x-rays and displayed the following error, "error generator 3910."

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.